Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the reported issue could not be duplicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a lumbar fusion l4-l5 tlif sacroiliac and thoracolumbar procedure, after taking the ap scout shot, the system went into stand alone mode. The system was then rebooted and they were able to proceed with the lateral shot and the 3d spin. This caused a 5 minute delay, but no other issues with the case. No additional radiation was given to the patient. There was no reported impact on patient outcome.